Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eos, and 20 charge processes had been documented. The charge drawn from the battery was then checked and proved to be not in accordance with expectations. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. A charge process followed the detection, which was aborted, due to an already much discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The electronic modules capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The examination of the current uptake of the electronic module, in particular, proved to be unremarkable. The battery was returned to the manufacturer for a thorough analysis. First, a micro calorimetric measurement of the battery was performed. This showed an increased heat tone. In a next step, the battery was opened and inspected. An increased battery internal self discharge was identified, which contributed to premature battery depletion. In summary, premature battery depletion was confirmed in the course of the analysis of the ICD. The clinical observation resulted from an increased self discharge of the battery. The electronic module proved to be free of defects during the analysis.

Event description:
Ous MDR. After an implantation period of approximately 55 months, battery depletion was reported. During a follow up in (B)(6) 2016, the ICD had indicated a remaining battery capacity of 36 percent. The device was explanted but has not been returned for analysis.